Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 1 on right eye (od) eyes at 2 day post-operative exam. Topical steroid were increased and used to treat the dlk. The patient¿s chief complaint was dry eye and that vision was great. At 12 day post op exam, the symptoms had resolved.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.